Event description:
Information received indicates the surgeon noted a hole in one leaflet, during valve inspection at implant. The product was abandoned during the case and the valve was intra-operatively replaced with no consequence reported for the patient.

Manufacturer narrative:
Analysis: microscopic evaluation of the returned valve reveals tears (hole) in the left cusp and a smaller tear in the right cusp lunula that appear consistent with lacerations by a sharp instrument. A large tear (hole) and resulting intracuspal hematoma are noted in the left cusp of the device. A small tear is also present in the right cusp lunula near the left right commisure. The leaflets are flexible and the non-coronary cusp is noted to be intact. Review of the device history record shows the device met all manufacturing specifications including multiple inspections prior to product release to distribution. Conclusion: valve abandoned at implant, no patient event. Analysis of the returned product confirmed the reason for return; while an exact cause is unknown for the reported product problem, it is likely due to device/ user interface.